Event description:
The pt claimed that audio bolus button requires hard presses for the pump to respond. The pt is legally blind and uses the audi bolus button routinely. This reported issue can impact insulin delivery. The pump reportedly has not been exposed to water and does not have any visible damage to the buttons. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of investigation were as noted: the pump was not responding when the audio bolus button was pressed and the audio bolus button was hard to push. All keypad buttons were intact and responded to user input.